Manufacturer narrative:
On (B)(6) 2103 the list and lot number of the sodium assay (concomitant product) was provided by the customer: list 02p32-11 and lot 15417un12. An evaluation is in process.

Event description:
The customer observed falsely elevated sodium results while using the architect c16000 analzyer. The following data was provided: "patient 3" ((B)(6) 2013): initial na = 167 mmol/l, repeat=141 mmol/l. Sample integrity appeared fine, per the customer. The customer states the quarterly instrument preventative maintenance was overdue. The customer changed the ict module and ict probe. The customer had also just recently changed the sample probe and re-calibrated the new probe. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Further investigation of the customer issue included a review of historical complaints (both trending and lots), review of the system logs, and a review of labeling. Historical complaint reviews did not identify an adverse trend. Review of the system logs did not help identify a specific cause for the discrepant results. Labeling was reviewed and found to be adequate. Based on the evaluation performed, neither a malfunction nor a deficiency was identified.